Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had the ins implanted in her upper buttocks. The patient reported that she was experiencing intense pain in the region of the implant site, that had caused her to become disabled and use a walker, prevents her from standing, she needed help going to the bathroom and prevented her from going back to work. The patient reported that sometimes her legs give out and that the ins battery pack had loosened and started to ¿flap away.¿ the patient reported that all of these problems started around (B)(6) 2019. No further complications were reported.